Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure acrobat-I stabilizer z the fixing of the arm part became loose and it was discontinued. Finish the procedure using the spare om-10000z. No health hazard to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). Updated section: b-4, g-4, g-7, h-2, h-6, h-10 the lot # 3000211567 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
N/a.